Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a piece of plastic was observed in the cartridge tubing. The customer's blood glucose level was 300 mg/dl. The customer loaded a new cartridge to address the event.